Event description:
A peritoneal dialysis pt's wife reported a fluid leak. During treatment, the machine alarmed and the pt could not proceed to the next step. Technical support helped the pt's wife reset up with new equipment. When the patient's wife opened the cassette door solution spilled out onto the floor. The patient continued to restart with new supplies per technical support instructions. The sample was discarded. On (B)(6) 2013, the nurse reported that the patient experienced abdominal pain and had cloudy effluent. The pt came into the clinic the same day, and the pt's culture was collected. The pt took gentamicin 80 mg and fortax 1g for six days from (B)(6) 2013. On (B)(6) 2013, the lab cultures identified the patient ad developed coagulase negative staphylococcus. The white blood cell count was 545. On (B)(6) 2013 the pt started vancomycin for seven days and discontinued the gentamicin and fortaz. On (B)(6) 2013, another lab culture was collected from the patient. The results came back on (B)(6) 2013 and showed no growth and a wbc of 2. The pt had had no further complications.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. Related mdrs: 8030665-2014-00056 and 2937457-2014-00070.